Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the affiliate that the device had malformed clips and spitting clips. Opened another device to complete the case. There was no consequence to pt.